Event description:
Clinical information: crd_1066 - envision ide study, patient site: (B)(6) - (r995054301). It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation with a grade of 5. Two clips were successfully implanted, reducing tr to a grade of 1. On (B)(6) 2026, a single leaflet device attachment (slda) was suspected and was later confirmed, causing tr to increase to a grade of 2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.